Manufacturer narrative:
This report is being submitted as follow up no. 1. The initial reported stated that the additional information was received on 6/19/2017. However the additional information was received on 6/16/2017. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on 6/16/2017.

Manufacturer narrative:
This report is being submitted as follow up no. 2.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported: the angioseal pulled completely out of the vessel today and it left the foot behind. At least one last week that did the same thing. It was noticed that they are pulling really hard again. They slowed down the pull back and it still came out. Patient is okay. Procedure was a success. Additional information was received on 6/19/2017. Hemostasis was achieved by manual compression; resistance is felt as the device is drawing back.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide additional information and the completed investigation. It was initially reported that the device was available, however, to date, the device has not been returned. Section has been checked to reflect no device was received. The exact cause of the reported event cannot be definitively determined based on the available information.